Event description:
The customer reported the following issue: "fusion of the plate and screws installed two months ago. Therefore, problem with removal during revision surgery. Longer operation time and increased anesthesia time."

Manufacturer narrative:
Correction: please refer to d4 lot number. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the communicated lot number was not valid. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported the following issue: "fusion of the plate and screws installed two months ago. Therefore, problem with removal during revision surgery. Longer operation time and increased anesthesia time."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.